Event description:
It was reported that during a sleeve procedure, the instrument couldn't be fired. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4) = damaged joint cover, premature sled movement. The analysis found that one device was returned in good visual condition and with two ecr60g cartridge reloads. Cartridge (a) ecr60g was received partially fired 1/16 and loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Cartridge (b) ecr60g was received unfired in a plastic bag. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device fired as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.